Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip stuck on the anterior leaflet and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and functional tricuspid regurgitation (tr) with a torrential grade. Three clips were placed on the mitral valve, reducing the mr to 2. Next, the xtr clip delivery system (cds) was advanced for to the tricuspid valve. While in the right ventricle, the clip became stuck on the anterior leaflet. Standard troubleshooting was performed; however, the gripper arm could not be freed from the leaflet. The septal leaflet was able to be grasped, and the clip was successfully deployed on both leaflets. Another clip was deployed to further reduce the tr. Towards the end of the case, the first xtr clip on the tricuspid valve, had detached from the septal leaflet and remained attached to the anterior leaflet (slda). The tr was reduced to moderate; therefore, no further treatment was performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed this event. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported entrapment of the device or device component appears to be due to user technique/ procedural conditions as one of the gripper arms got stuck in the anterior leaflet. The reported single leaflet device attachment (slda) was likely a cascading effect of the entrapment of device or device component as the grasp on the septal leaflet may not have been satisfactory. The mitraclip device was used on the tricuspid valve, which is considered an off-label use of the device. The off-label use however, did not likely influence the reported events of slda and entrapment of device or device component. There is no indication of a product quality issue with respect to manufacture, design or labeling.